Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg) screen was damaged. It was determined at analysis that the output connector assembly was broken. The hanger assembly and the rate encoder stem were contaminated the rate encoder remained functional. The printed circuit board (pcb) was replaced due to error codes displayed on two or more occasions. The capacitor was damaged on main printed circuit board (pcb). The battery wires were pinched, the wire insulation was not compromised. Three plugs were damaged, and the liquid crystal display (lcd) was bleeding. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) screen was damaged. The epg has been returned to service. There was no patient involvement.